Event description:
Customer reportedly received results of 170 mg/dl and 465 mg/dl within 10 minutes on the advantage system. High blood glucose symptoms reported with these results, and customer was given humulin 70/30. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.